Event description:
Reportedly it was impossible to pair the subject home monitor with the patient defibrillator (ICD), leds remained blinking red. It was also reported that radio frequency (rf) communication was activated in the ICD, correct rf coverage was observed and interrogation with inductive cpr3 head and with rf antenna orchestra plus link were both successful . After discarding everything that may be possible, a home monitor issue is suspected.

Event description:
Reportedly it was impossible to pair the subject home monitor with the patient defibrillator (ICD), leds remained blinking red. It was also reported that radio frequency (rf) communication was activated in the ICD, correct rf coverage was observed and interrogation with inductive cpr3 head and with rf antenna orchestra plus link were both successful . After discarding everything that may be possible, a home monitor issue is suspected.